Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A cartridge change was performed to address the issue. Customer's blood glucose level was in the 90's mg/dl range.